Manufacturer narrative:
An evaluation is not possible at this time. The suspect device has not been returned nor has the identifying lot number been provided. The bone probe is designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to deform the tip in this manner.

Event description:
The tip of the probe fractured and broke during use. The detached section remains implanted within the patients vertebrae. No need for revision surgery as the patient has fused/healed.